Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 33-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * essure confirmation test(s) conducted, specify- date: (B)(6) 2016 result of confirmation test: bilateral occlusion. Concurrent conditions included right lower quadrant pain, acne, postpartum state, proctitis, hemorrhoids and genital herpes simplex. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), proctitis ("type of autoimmune diagnosed: proctitis"), rash ("rashes/skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro conditions/problems"), seizure (seriousness criterion medically significant), visual impairment ("vision problems"), dysmenorrhoea ("dysmenorrhea"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, anaemia, hypersensitivity, allergy to metals, proctitis, rash, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased, weight decreased, dysmenorrhoea, blood disorder, cardiac disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, proctitis, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015 trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 9. Both tubal ostia were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: everything looked in place. Most recent follow-up information incorporated above includes: on 13-dec-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal). Medical history, lab data, reporter information were added. Onset date of event menorrhagia were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify date: (B)(6) 2016 result of confirmation test: bilateral occlusion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), female sexual dysfunction ("apareunia"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), proctitis ("type of autoimmune diagnosed: proctitis"), rash ("rashes/skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro conditions/problems"), seizure (seriousness criterion medically significant), visual impairment ("vision problems"), dysmenorrhoea ("dysmenorrhea"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, anaemia, hypersensitivity, allergy to metals, proctitis, rash, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased, weight decreased, dysmenorrhoea, blood disorder and cardiac disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, proctitis, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Most recent follow-up information incorporated above includes: on 30-aug-2019: new pfs + mr received- new events added: pelvic/abdominal, back, dyspareunia, dysmenorrhea, apareunia, chronic,general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia,hypersensitivity, nickel allergy, rashes/skin conditions, type of autoimmune diagnosed: proctitis, bladder problems, urinary problems, bladder infections, uti, vag. Infections, vag. Discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, neuro conditions/problems, seizures, tumors, vision problems, weight gain, weight loss, other): fatigue, headaches were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and seizure ('seizures') in a 33-year-old female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * essure confirmation test(s) conducted, specify- date: (B)(6) 2016 result of confirmation test: bilateral occlusion. Concurrent conditions included right lower quadrant pain, acne, postpartum state, proctitis, hemorrhoids and genital herpes simplex. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), proctitis ("type of autoimmune diagnosed: proctitis"), rash ("rashes/skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro conditions/problems"), seizure (seriousness criterion medically significant), visual impairment ("vision problems"), dysmenorrhoea ("dysmenorrhea"), blood disorder ("blood disorder") and cardiac disorder ("heart disorder") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumor"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, metrorrhagia, anaemia, hypersensitivity, allergy to metals, proctitis, rash, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, nervous system disorder, seizure, neoplasm, visual impairment, weight increased, weight decreased, dysmenorrhoea, blood disorder, cardiac disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, proctitis, rash, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2015. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 9. Both tubal ostia were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2015: everything looked in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.